Event description:
Scrub nurse said the sabre 2400 jumped to spray mode from coag during ligament surgery on a pt. They were not using the pencils with the coated blades but the nurse does not know the pencil being used.